Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a dissection occurred. In 2005 the target lesion was a described as moderately calcified, 90% stenosed, and was located in the tortuous right coronary artery. A 2.5 x 9 mm maverick balloon was used to predilate the area. A taxus express2 2.75 x 12 mm drug eluting stent was then advanved and deployed. A stent strut had lifted and caused a dissection to occur. A 2.5 x 8 mm quantum balloon was used to open the vessel. A taxus express2 2.75 x 16 mm stent was then used to treat the dissection. The pt is reported to be doing o.k.